Manufacturer narrative:
At analysis the customer comment that the liquid crystal display was not working properly was confirmed, it was found to be out of specification in an electrical manner. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's display screen was not working properly. The generator has been returned for service. There was no patient involvement.